Manufacturer narrative:
(B)(4). Date sent: 06/30/2016. (B)(4). Additional information was requested and the following was obtained: did the tissue pad melt? (See pictures attached which show the pad being loose, but not fallen off the clamp arm; and another photo of the groove) no. Or did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) Yes. If yes, did any piece fall into the patient? Yes. Was the piece retrieved? Yes. Did this cause a change in the plan of care for the patient? No. Is the detached tissue pad being returned with the device? No. Or, was the detached tissue pad discarded? Yes. Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? No. The device was returned with the tissue pad damaged, melted and 100% present. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a laparoscopic liver resection procedure, the white part of jaw broke down partially or fully so they opened a new one and the same situation occurred. With the third one they finished the procedure. They have been using ace products for a long time so neither of the education nor the tissue selection contributed to the complaint. Surgery was prolonged ten minutes. There were no adverse consequences for the patient.